Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that patient experienced lack of efficacy few months after implant. It was indicated that she took a fall and implantable neurostimulator (ins) shifted. An xray was taken after the fall and it was determined that the ins had dropped from it original position. It was noted that a revision was done which resolved lack of efficacy and ins migration. A lack of over active bladder (oab) and rectal leakage symptom control was also noted. It was also reported that the healthcare provider (hcp) had a hard time removing and replacing the device during revision. Patient was informed by hcp that something had broken during the fall that likely and had cracked. Patient did not know if hcp referred to the ins or the lead. They were able to remove it but it was hard to get out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.